Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was falling and disconnecting. A field service engineer replaced the scanner cable to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner was not working the customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in patient care workflow. There was reported no patient harm there were no adverse events or injuries reported based on this event.